Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with positive standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Some of the samples utilized in the study were from patients with a symptom onset 14 days. High CT value suggests low viral load, possibly below the lod. Root cause: could not duplicate with retains. Unable to determine. Low viral load. Source: phone.

Event description:
1 reported false negative sars result for 1 symptomatic patient (1 day post onset of symptoms). The customer communicated the result was confirmed positive by molecular (pcr testing). The result was a part of an evaluation study with the hospital group that occurred over the course of multiple weeks. The customer provided 2 lot numbers, it is unknown which was used in this event.